Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus keymed (okm) received a device (a tjf-q290v) from a healthcare facility with a specified fault of ¿blockage¿. Okm received the subject device from the facility with a paper work which stated that "enterobacter cloacae heavy growth", then okm immediately quarantined the subject device. On further investigation there were a series of post endoscopic retrograde cholangiopancreatograph (ercp) procedure infections. The facility informed that the subject device had been reprocessed with non-olympus automated reprocessor getinge ewd which had been set wrong settings, furthermore the facility found that the subject device was contaminated with enterobacter cloacae at pre and post decontamination cycle. The total number of patients involved was unknown, however the facility informed that patient with infection required follow-up care and multiple procedures post infection and prolonged the hospitalization, however the patient was discharged now.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation findings. Based on further investigation findings, although there was the foreign material at the inner wall of the channel near the suction port, the foreign material could not be identified. There was no confirmed obvious deviation from the instructions for use (IFU) which may have caused the foreign material to remain. Furthermore, regarding the incorrect reprocessing of the scope for patient procedures, the reprocessing methods and the storage environment of the water container were partially different from those described in IFU. This supplemental report includes information added to e1 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc obtained from the site that some patients undergoing ercp with the device from (B)(6) in 2020 tested positive for klebsiella, enterobacter sp., candida albicans, escherichia coli. No information is available on how many people are involved in this series of the infection events. Due to limited information, omsc could not determine the relevance between the reported event and the device because only the limited information was available. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of enterobacter cloacae heavy growth could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report and to provide additional information. As a result of further confirmation, olympus europa se & co. Kg (oekg) found that the subject device had been reprocessed correctly by the user. Therefore the initial report that "the subject device had been reprocessed with non-olympus automated reprocessor getinge ewd which had been set wrong settings" was incorrect. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to oekg for evaluation. In the evaluation of oekg the following was confirmed; the suction cylinder had signs of corrosion and the suction port had corrosion. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer (per CAPA-201237 investigation activities performed by olympus). The additional information received is as follows: olympus recommended conducting reprocessing training to the customer after the reported event occurred. However, the customer rejected the recommendation, and training was not conducted by olympus. However, it was stated by the facility that reprocessing training was conducted after the reported event. Furthermore, due to the covid-19 pandemic, no onsite visits have been conducted at the facility. Olympus regularly contacted the customer to ask if there were any problems, but there was no feedback from the customer regarding the device (tjf-q290v). In may 2023, the customer purchased an additional device (tjf-q290v), and reprocessing training was conducted on 17may2023. The training was conducted in accordance with the ¿flexible endoscope reprocessing customer learning plan.¿ there training was provided to facility participants, including nine reprocessing personnel. The device was delivered to the facility on 27feb2020, 92 days prior to the reported event. Annual device inspections/repairs are as follows: approximately on 18jun2020 - angle wire elongation, bending section cover (a-rubber) adhesive wear. Approximately on 17nov2022 ¿ light guide (lg) lens repair, ce chipped/worn, reduced air/water delivery, objective lens (ob) lens repair ce chipped/worn, a-rubber adhesive part worn. Approximately on 25may2023 ¿ a-rubber hole/breakage/scratch, discoloration of a-rubber adhesion part, the skeletons in the bending section become collapsed, crack in lg lens. The device had no history of a third-party repair.

Manufacturer narrative:
This MDR is being submitted as a result of a complaint retrospective review. Please see updates to a1, d8, d9, h3, h6, h8 and h10. Correction to g2 to add the foreign country united kingdom. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility (per CAPA-201237 interview). Additionally, to provide correction with information inadvertently left out (updated to field h6). The facility reported that at the time of the event, device reprocessing was not conducted according to the olympus instructions for use (IFU) manual. Additionally, it was identified that there were deviations from the reprocessing procedures. Once cleaned, the endoscope is placed in a drying cabinet. Visual and functional checks are performed during preparation for use of the device. If any anomalies are observed, the facility will send the endoscope for repair. It was also disclosed that suction is not carried out as per IFU during manual cleaning due to the facility does not having a suction machine. In addition, the facility does not use olympus brushes. To prevent future occurrences, the facility has verified with olympus that the correct reprocessing procedures are being followed. Per the facility, routine reprocessing training/education is provided to new staff members using the reprocessing materials. In addition, all staff follow the process as per hospital sop (standard operation procedure referred to the olympus IFU). Based on the additional information obtained by olympus, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, there is no change to the previously reported legal manufacturer¿s investigation findings.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).